Manufacturer narrative:
Per tandem's t:slim user guide, "do not fill the cartridge until prompted by instructions on the pump screen. A cartridge alarm occurs when the pump detects that you tried to fill the cartridge with insulin without following the proper procedure in the load menu." The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported the customer was inserting a filled cartridge when the pump had not yet requested for a cartridge. Customer's blood glucose level was not impacted.